Event description:
It was reported that the patient had less than 50% therapy relief and no symptom relief from their implantable neurostimulator (ins). The patient had a loss of therapeutic effect. Diagnostics and troubleshooting included impedance testing and reprogramming. The impedance test results were unknown. No other interventions or actions had been taken. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The patient was reported as ¿going better¿ and receiving effective therapy. The cause of the event was not determined but the patient was hospitalized during the event. Gastroparesis was noted on the discharge form.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).